Manufacturer narrative:
(B)(4) (importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044 manufacturing site evaluation: evaluation on-going. Pending further information.

Event description:
It was reported by the healthcare professional to the company sales representative "reusable diathermy hook was used during laparoscopic cholecystectomy. Tip of the hook was mildly tangled with the 5mm port and after withdrawl of the hook, the tip of the hook was found missing. The tip of the hook was quickly identified inside the working port and retrieved immediately. The retrieved part seemed to be complete. On-table x-ray showed no retained foreign body.

Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a keyence vhx-5000 digital microscope. We made a visual inspection of the instrument. Here we found a broken off tip. Additionally we made a visual inspection of the fracture surface. Here we found no pores or foreign bodies. Conclusion and root cause: the root cause of the problem is most probably usage related. Rationale: according to the quality standard, a material defect or production error can be excluded. No pores or foreign bodies could be found on the point of rupture. The analysis of the fracture surface illustrated a forced fracture. Investigations lead to the assumption that the breakage was caused by a mechanical overload situation due to an insufficient usage. No CAPA is necessary. Corrected data: f.9-added 15 year.